Event description:
It was reported that bd bbl¿ macconkey ii agar is missing on the sleeves of macconkey ii agar plates they received. The following information was provided by the initial reporter: reported reported the label is missing on the sleeves of macconkey ii agar plates they received from lot 2334288.

Manufacturer narrative:
H.6 investigation summary during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2334288 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2334288. Retention samples from batch 2334288 were not available for inspection. Two photos and one video clip were received for investigation. The video clip shows two sleeves of medium rose-tan plates rotated so it is obvious that there is no sleeve label. One photo shows three plates pulled out of a 100pack carton with no sleeve labels visible. The other photo features a sleeve label from batch 2334288 (carton 0515) for batch verification. No return samples were received for investigation. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed for missing sleeve labels. No complaint trend for missing sleeve labels has been identified; no actions are indicated at this time. Bd will continue to trend complaints for missing sleeve labels.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ macconkey ii agar is missing on the sleeves of macconkey ii agar plates they received. The following information was provided by the initial reporter: reported reported the label is missing on the sleeves of macconkey ii agar plates they received from lot 2334288.